Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: the reported event of full battery depletion was confirmed via the provided log files; however, the reported event of the system controller not producing audible alarms was not confirmed. The provided event log file contained data spanning approximately 7 hours on (B)(6) 2022, 9:39 ¿ 16:06 per timestamp). A no external power alarm was active at the beginning of the log file. The backup battery operated the system at this time. However, the patient¿s pump was observed to have stopped at 11:52, indicating that the backup battery had been fully depleted at this time. The controller was reset sometime after 11:53, and the clock reset. The clock was fixed on (B)(6) 2022 at 13:04, shortly after the patient had been reconnected to power, and the pump maintained speeds above the low speed limit throughout the remainder of the data. The provided periodic log file was also reviewed, recording events at approximately ~1 hour intervals. Low voltage advisory alarms were observed to be active on (B)(6) 2022 at 5:32, 6:32, and 7:32 due to extended battery usage, and the alarm transitioned into a hazard alarm by the time the next event was recorded at 8:32. Although events in-between these timestamps were unable to be observed, this sequence of events is consistent with the reported battery depletion. The system controller (serial number: (B)(4) was not returned for analysis. Per additional information, left ventricular assist device (lvad) education is ongoing with the patient. The root cause of the observed battery depletion was reported to have been user error in allowing the batteries to operate for too long. The root cause of the controller not producing an audible alarm was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number: (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and no external power conditions. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient allowed their batteries and emergency backup battery to deplete and they experienced an extended pump stop. Log files captured several low power and no external power alarms due to the controller being disconnected from a power source. This appeared to be related to completely depleted batteries. This resulted in the controller and pump losing power and shutting off. The patient claimed they did not have any audible alarms. Related manufacturer report number: 2916596-2022-13958.